Event description:
A distributor in (B)(6) reported that the inspiratory pressure valve of an (B)(4) neopuff infant resuscitator was "stuck". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) neopuff device was returned to fisher & paykel healthcare (fph) service centre in (B)(6) for repair. Our investigation is accordingly based on the service report and photographs provided by fph service centre, and results of previous investigations on similar complaints. Results: visual inspection of the photographs revealed no damage to the peak inspiratory pressure (pip) valve adjustment knob; however, there were dust and fibers near the vents of the maximum pressure and pip valves. The fph service centre confirmed that the pip valve adjustment knob was stuck and could not be rotated. A lot check revealed no other complaints of this nature for lot number 100112. Conclusion: results of previous investigations on similar complaints revealed that dirt inside the threads and the housing of neopuff device prevented the pip valve adjustment know from rotating smoothly. The neopuff is manufactured in a controlled working environment and is sealed for shipping. Each neopuff is tested during production for the accuracy of its manometer and valve assembly components. It is likely that dirt got into the pip adjustment valve post-production, as a tight valve would have been observed prior to distribution. The neopuff unit is a portable reusable device and the user instructions require that the neopuff be tested prior to each use to ensure functionality.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A distributor in (B)(4) reported that the inspiratory pressure valve of an rd900aeu neopuff infant resuscitator was "stuck". No patient consequence was reported.